Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). D4 - lot number: corrected.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During preparation, at first inflation, it was noted that the balloon ruptured before reaching 15atm and could not be used. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During preparation, at first inflation, it was noted that the balloon ruptured before reaching 15atm and could not be used. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 1mm tear distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres (atm) as per wolverine instructions for use (IFU) 51328366-01, however, it was observed that a leak was occurring.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During preparation, at first inflation, it was noted that the balloon ruptured before reaching 15atm and could not be used. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6).